Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up and the inability to generate fluoroscopic x-ray. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery charging pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.